Event description:
The dialysis nurse reported a leaking transfer set. No pt injury or medical intervention was associated with this event.

Manufacturer narrative:
Samples were unavailable for analysis. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line.